Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), vaginal discharge ("abnormal vaginal discharge"), dyspareunia ("pain during intercourse") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy and salpingectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, back pain, vaginal discharge, dyspareunia and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, back pain, vaginal discharge, dyspareunia and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2013: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain and abnormal bleeding(seen as genital bleeding). A hysterectomy and salpingectomy was performed to remove micro-inserts around 2 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device-uterus"), abdominal pain ("abdominal pain"), device expulsion ("migration of essure device: uterus") and genital haemorrhage ("abnormal bleedig") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, adhesion in 2010, appendectomy in 1993, cholecystectomy in 2006, abdominal adhesions in 1999 and hand operation in 2001. Concurrent conditions included vaginal pain, chlamydial infection and bowel adhesions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, back pain, vaginal discharge, dyspareunia, procedural pain and vaginal haemorrhage had not resolved and the abdominal pain, genital haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes on (B)(6) 2013, hysterosalpingogram reevaled normal appearing uterine cavity without persistent filling defects. Both fallopian tubes are occluded with essure devices in appropriate position. The proximal ends of both outer coils are minimally within the cornua of the uterine cavity, but both proximal ends of the inner coils are within the fallopian tubes without overlapping contrast in appropriate position. On (B)(6) 2013, ultrasound scan reevaled the uterus is slightly prominent in size 9.6 x 3.9 x 5.2 cm in size. Small amount of fluid is seen in the cervix. There was a tiny amount of fluid in the cervix. Endometrium was within normal limits. Small cyst was seen on the right ovary. Large follicles seen on the right ovary. On (B)(6) 2014, ultrasound scan vagina revealed uterus measured 7 x 4 x 6 cm in size. Endornetrial stripe is normal at 3.5 mm. There was a new finding of essure device on the right extending into the fundus of the uterus. A large portion of this device is within the fundus. This visualized structure measures 1.7.x 1.4 cm in size. Nabothian cysts were appreciated. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device expulsion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-mar-2018: plaintiff fact sheet received: event onset date updated. Outcome of event updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), abdominal pain ("abdominal pain"), device expulsion ("migration of essure device: uterus") and genital haemorrhage ("abnormal bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), vaginal discharge ("abnormal vaginal discharge/vaginal discharge"), dyspareunia ("pain during intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2014, 1 year 4 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain, device expulsion, genital haemorrhage, back pain, vaginal discharge, dyspareunia, procedural pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, procedural pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events extracted per pfs: abnormal bleeding (vaginal, menorrhagia), migration of essure device: uterus, migration of essure device, pelvic pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abdominal pain and abnormal bleeding(seen as genital bleeding). A hysterectomy and salpingectomy was performed to remove micro-inserts around 2 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.